Manufacturer narrative:
Spacelabs has launched an investigation into this service issue and will file a complete report once the investigation is finished. Placeholder.

Event description:
Spacelabs received a service complaint of slow to capture ECG and loses ECG during monitoring. The monitor was removed from service on (B)(6) 2015. No one was injured as a result of this event.